Event description:
Revision of rev ii humeral & glenoid. Revision. Hard to get both stem and glenosphere out. Gt fracture and glenoid bone loss. Reason for revision: pain, suspected potential infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Correction - please refer d9 product available to stryker. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided pictures taken just after the devices explantation (soiled implants), no additional information could be observed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Revision of rev ii humeral and glenoid. Revision. Hard to get both stem and glenosphere out. Gt fracture and glenoid bone loss. Reason for revision: pain, suspected potential infection.